Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to a fill and a drain being outside of volumetric specifications. External visual inspection was performed and found no issues. A temperature verification test was performed and the device passed. The device failed volumetric accuracy testing with the original piston foam. After the foam was replaced, the device passed this test and failed it once more when the original piston foam was reinstalled. An inspection of the door and piston was performed. The piston foam was found to be disintegrated. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the disintegrated piston foam. The piston foam was to be scrapped and the device sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.